Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a loss of symptom control and thinks there is an issue with the communicator not being able to connect with the handset. They got the device for bladder control, has been working great, and allowed them to sleep through the night. They added that the device put every single one of their pre-existing medical problems and gi conditions into remission so that none of them were acting up anymore. Now, all of their problems were acting up again and they don't feel stimulation at 1.9v when they previously felt it at 1.4v. They added that they were back to the way they were before the device for about a month now; the event was considered a sudden change in therapy/symptoms. They added that they were waking up at least 4 to sometimes 8 times a night to use the bathroom so they barely get any sleep. They added that they tested positive for a urinary tract infection (uti) and was told they shouldn't be getting utis anymore because of their device so they knew the device wasn't working for them now. The patient said they position the communicator over implant and enters the therapy application. They added that the handset will usually say "loss of signal" and the handset won't connect with the communicator. The patient then noted their handset and communicator were working during the call so they synched to their ins which showed stimulation was on. They increased to 2.1v during the call where they felt it comfortably in the bike seat. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) if their symptoms don't improve. No further patient complications have been reported as a result of this event.